Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture baker grade iii is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Patient reported a left side capsular contracture, baker grade iii. The device remains implanted.

Event description:
Patient reported a left side rupture. Healthcare professional confirmed a left side capsular contracture, baker grade iii and rupture. The device was explanted.

Manufacturer narrative:
Device evaluation: "the device related to the reported events of rupture/ capsular contracture was received on (B)(6)2021 with lot number 2020379. Visual analysis of the returned device identified: broken shell, underweight. A microscopic analysis was performed which identified sharp edge and non-penetrating nicks assessed as surgical impact opening. A dimension measurement in the shell was performed which identified the thickness within specification. Non penetrating nicks. Based on the device analysis the final assessment is: - a sharp edge opening with non-penetrating nicks assessed as surgical impact. -non-penetrating nicks."